Manufacturer narrative:
Plant investigation: a sample has not been provided for evaluation. The complaint could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached with the information provided. As no lot number was provided by the complainant, a system delivery search was performed to identify all lot numbers with the reported catalog number shipped to the complainant in the three months prior to the occurrence date. The production record for each lot identified on the patient¿s delivery search was reviewed. Each lot had an approved temporary dn noted during production and one lot had one nc (one end of dialyzer not welded). The dns are unrelated to the current event. There was no other indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supply manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. There was no indication of patient harm in the initial report. Multiple requests for additional information were carried out, but no information was provided. The dialyzer is not available to be returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supply manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. There was no indication of patient harm in the initial report. Multiple requests for additional information were carried out, but no information was provided. The dialyzer is not available to be returned for investigation.